Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2021 for routine generator change with the right ventricular lead exhibiting high capture threshold. The lead was capped and replaced. The patient was stable before, during and after the procedure.